Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the locking of the scope socket didn't work on the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed at the inspection of the repair department that lock(lock lever) of the video connector socket did not function. From this, it is presumed that due to failure of the lock lever of the video connector socket, it did not function. Olympus will continue to monitor field performance for this device.